Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tips did not line up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. The broken piece, measuring approximately 0.94mm x 4.23mm in size, was not returned with the instrument. No grip misalignment was observed. Due to the broken molded insulator, a detached fragment was observed that was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The instrument exhibits a broken molded insulator on the lower grip. The breakage is specifically on the exterior of the grip at the bottom corner. An additional finding not mentioned in the complaint or initial fa, both the upper and lower grip bases appear to be bent. Both grips are bent in a way that when the grip tips are closed, it is not immediately apparent the grips are bent.

Event description:
Refer to h11 for follow-up information.